Event description:
The customer reported that the left panel side cannot be zippered. The teeth are not aligning together. There was no pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation, but has not been received. Note: this submission is based solely on the user facility statement. Note: posey instructions for use warning indicates: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. (B)(4).